Manufacturer narrative:
It was reported that "the lift stops working after lifting patient to a certain point. State that the lift is not rising all the way underweight. Over 200lbs the lift stops moving. When testing with a multimeter, the battery is outputting 27v fully charged. Did not have another battery test in this lift. Was also able to swap the actuator cables on the control box and after testing the lift, the boom exhibited the same issue. With the cables swapped, that the lift raises the full load all the way up (but the controls are reversed). When the cables are back in the correct position, states that the issue resumes." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that "the lift stops working after lifting patient to a certain point. State that the lift is not rising all the way underweight. Over 200lbs the lift stops moving. When testing with a multimeter, the battery is outputting 27v fully charged. Did not have another battery test in this lift. Was also able to swap the actuator cables on the control box and after testing the lift, the boom exhibited the same issue. With the cables swapped, that the lift raises the full load all the way up (but the controls are reversed). When the cables are back in the correct position, states that the issue resumes."